Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of vascular occlusion was considered possibly related to the treatment. Serious criteria include the need for medical interventions to prevent permanent damage to a body structure. The non-serious expected events of pain, pallor and discolouration at implant site and hematoma were considered possibly related to the treatment. Potential etiologies include intravascular filler injection leading to embolic spread of the gel and vascular occlusion with subsequent manifestations. Alternative etiologies per the reporter for distant hematomas include hyalase injection in arteria angularis. These events might also represent violaceous discoloration from ischemia of tissue supplied by the affected vasculature due to embolic gel since hyaluronidase typically reduces or disperses hematomas rather than forming them. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2020 by a nurse which refers to a (B)(6) year-old female patient. Additional information was received on 01-jun-2020 from same reporter. The patient was not pregnant and had no allergies. The patient does not take any concomitant medications. No information about medical history or previous filler treatment has been provided. On (B)(6) 2020, the patient received treatment with 0.4 ml restylane defyne (lot 17667-1) in the nasolabial folds close to the wing of the nose using a sharp needle with unknown injection technique. Same day, on (B)(6) 2020, the right side was treated without complications. When treating the left side the nurse went sharply down towards the bone, it pain/hurt(implant site pain) a bit for the patient on the way in, but then the pain went away. The nurse did aspiration for 5 seconds, no blood. Slowly 0.4 ml was injected. While removing the needle a point of blanching (implant site pallor) appeared to the left from the injected area. The nurse massaged the product and the area for a long time, with some improvement. Also 2 darker dots/white dots (implant site discolouration) was seen on the patient upper lip, in the cupid's bow. A physician (plastic surgeon) looked at the patient and decided to inject hyalase [hyaluronidase]. In total 3 ml (450u) hyalase was injected in the area and around the affected area. Also tried to inject hyalase in arteria angularis as it was suspected to be the main branch affected. There was some improvement, but still slow back filling of colour in the skin below the left nostril. The patient remained at the clinic for 60 minutes, and then went home. She was instructed to send photos to the nurse every other hour, to massage the area and put some warmth on it, and to take acetylsalicylic acid preparations [acetylsalicylic acid] (treo or aspirin). The patient was scheduled for a control appointment the next day, and if needed more hyalase treatment. On (B)(6) 2020, at 3 p.m. The nurse received photos from the patient, the patient had started to get white dots in the skin over the bridge of the nose on the left side and a bit out towards the cheek. The nurse contacted the physician and the patient was scheduled to meet with him as soon as possible. On (B)(6) 2020, at 5 p.m. The patient had met the clinic's physician, and additional 1 ml (150u) of hyalase had been injected in the area below the left wing of the nose. On (B)(6) 2020, the patient had come to the clinic for a check-up by the plastic surgeon. The patient had some blue discolorations, suspected hematomas (haematoma) on the forehead and below the left eye, from the hyalase that was injected in arteria angularis. The patient was scheduled for another appointment with the plastic surgeon on (B)(6) 2020. The nurse reported the adverse event as occlusion of a vessel (vascular occlusion) on the bridge of the nose, upper lip, which was possibly related to the treatment and improving. The reporting nurse classified the case as serious, as intervention required to prevent a life threatening condition or permanent impairment of a body function or permanent damage to a body structure. Outcome at the time of the report: occlusion of a vessel was recovering/resolving. Pain/hurt was recovered/resolved. Blanching was recovering/resolving. 2 darker dots/white dots was recovering/resolving. Blue discolorations, suspected hematomas was unknown.